Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 310 mg/dl. Customer's high blood glucose began on (B)(6) 2016. Customer was instructed to go to the emergency room and customer was admitted. Customer had symptom of vomiting, headache, nausea, pain and cramping. Customer was hospitalized due to diabetic ketoacidosis and was in the intensive care unit. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization, but was removed while hospitalized. Caller states that insulin pump's battery had died and settings were erased. Caller inquired on reprogramming insulin pump as customer could not be released from hospital without it. Caller was advised to contact endocrinologist for settings. Caller did not have insulin pump. Call was lost.